Event description:
It was reported that the customer's keypad is unresponsive. The customer's blood glucose was 277 mg/dl. The customer does not recall any significant events leading to the keypad issues. Advised customer to discontinue the use of the insulin pump and revert to a back-up plan. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The up arrow button did not respond due to a flattened button dome switch. The functional testing could not be performed due to the unresponsive button. The insulin pump was received with minor scratches on the display, a cracked case at the display window corners, cracked battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip.